Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Initial reporting provided medical records and x-rays. Two available x-rays and medical records were reviewed. No evidence of anything indicative of a device nonconformance was found. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a torn rotator cuff and glenoid loosening at the cement/implant interface. The cement manufacturer is unknown. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient was also experiencing pain. The patient had some shoulder pain until he injured his shoulder in (B)(6) 2013 at which time the pain became much worse and rather constant. In a radiology report prior to revision it is noted the patient certainly appeared to have some poly wear. At this time the patient's glenoid is being reported. The complaint was updated on: (B)(6) 2015